Manufacturer narrative:
Ra has received the event device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: lap chole. "4th firing the clip scissored". A competitor device was used to complete the procedure. Patient status: no injury or illness occurred associated with the complaint event.

Event description:
Procedure performed: lap chole . "4th firing the clip scissored". A competitor device was used to complete the procedure. Patient status: no injury or illness occurred associated with the complaint event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, however the complainant¿s experience of a scissored clip could not be replicated. Engineering observed that the jaws of the returned unit were slightly misaligned. The jaws were also measured and were found to be out of specification. It is unknown whether the misaligned jaws were use-related or a pre-existing device nonconformance. Based on the condition of the returned unit, it is likely that the reported event was caused by the jaws that were out of specification and slightly misaligned upon receipt. However, the root cause of the nonconforming jaws could not be determined. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.